Manufacturer narrative:
Event date: (B)(6). Date of repor: 26sep2018.international UDI: (B)(4). Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit powered off by the vibration when it passed the entry to an elevator. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 01oct2018. Philip's international service technician confirmed the reported issue. The technician reported that contact failure of the lithium-ion battery had occurred. Philip's international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.